Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #621930. According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2016, removed and replaced on (B)(6) 2020 due to broken tubing at the pump. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the longer pump exhaust tubing, indicating sufficient stress was exerted to separate the site. This was a site of leakage. Microscopic inspection revealed rough and irregular surfaces of the separation site, indicating sufficient stress was exerted to separate the site. Microscopic inspection revealed confined abrasion on the reservoir inlet tubing at the tubing/strain relief junction. Testing revealed this to not be a site of leakage. Microscopic inspection revealed surface abrasion on all pump tubing, and on the cylinder 1 exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with cylinder 1, cylinder 2 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all the pump tubing indicated that the tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the longer pump exhaust tubing. A separation such as this may then result in leakage, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, broken tubing at pump. The device was removed/replaced. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. Devices met specification prior to release, and no trends were noted.